Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 31-oct-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. One kink and compressed area was observed at 1.50 cm from the distal end of the microcatheter. The microcatheter was flushed using a laboratory sample syringe until the water came out from the distal tip. After flushing, a lab sample 0.014-inch guidewire was introduced into the device, and it was able to be advanced through the middle portion of the microcatheter without noticeable resistance. When the guidewire reached the kinked/compressed area, it got stuck and could not advance any further. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The reported issue documented in the complaint cannot be confirmed because the functional test the guidewire passed through the middle portion without noticeable resistance indicating that the device was not obstructed. According to the risk documentation, the inability to deliver the therapeutic device or track the guidewire to desire location is a potential issue that can occur during the insertion of the microcatheter into the rhv of guiding / intermediate catheter or sheath and can result in the microcatheter getting damaged or kinked during use. The instructions for use (IFU) provides proper handling instructions to prevent such issue from occurring. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The damages found on the distal portion are suspected to have appeared during the post-operational handling of the device since they were not originally reported in the complaint. These conditions are not considered related to the reported issue. A review of manufacturing documentation associated with this lot (31351022) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendation and warning: ¿ remove catheter and inspect to verify that it is undamaged. ¿ do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31351022) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the stent was impeded in the middle section of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31351022) and could not be further advanced. The physician removed the stent and the microcatheter from the patient and replaced the microcatheter then delivered the same stent to complete the procedure. On 07-oct-2024, additional information was received. Per the information, the target procedure was the left internal carotid artery terminus. The stent was an enterprise stent (catalog and lot number not provided). Nothing was noted to be obstructing the microcatheter. Regarding whether a continuous flush was maintained, the response received was ¿maintain rinse.¿ there was no delay in the procedure as a result of the reported issue. Based on the additional information received on 07-oct-2024, the reported event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿